Event description:
It was reported that there was reservoir leak. Customer stated the type of fluid exposure was insulin. Customer stated the leak was in the reservoir compartment. Customer stated leak was occurring from reservoir barrel or o-rings. Troubleshooting was done. Customer's blood glucose was 120 mg/dl. Advised the customer to avoid pulling the plunger too far down the barrel to avoid the leak. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).